Event description:
The initial regulatory report was submitted in error. It is a not-reportable scenario as per the reportability tool document "(B)(4)." Rev. K, as of (B)(6) 2020. Request to kindly ignore the initial report submission. The device evaluation for the paradigm insulin infusion pump mmt-712wwb was completed on (B)(6) 2024 and as per the reportability tool document (B)(4)._aq_en, it is a reportable scenario which is aligned to the decision tree of work instruction 054-wi198 medical device reporting decision and regulatory reporting - united states, appendix a.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Pump monitored for a day. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification. Pump passed displacement test and self test. Pump passed off no power test. No low battery alarm during testing. Pump history download using thds was successful. However, there is no data available on (B)(6) 2020), unable to perform data analysis for low battery alarm complaint. The following were noted during visual inspection: cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. No charge/battery anomalies noted. No unexpected low battery alarm anomalies noted. Low battery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The verbiage mentioned in the b5 section of the regulatory report 2032227-2024-114485 of follow-up report-1 "the initial regulatory report was submitted in error. It is a not-reportable scenario as per the reportability tool document "10589548doc" rev. K, as of july 13, 2020. Request to kindly ignore the initial report submission." Was incorrectly added. The verbiage mentioned in the h10 section of the regulatory report 2032227-2024-114485 of follow-up report-1 "additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. " was also incorrectly added. The initial regulatory report 2032227-2024-114485 was submitted in error on 24-jan-2024. It is a not-reportable scenario per reportability tool document 10589548doc revision k (effective from 17-mar-2020 to 26-aug-2020). The follow-up report-1 submitted on 14-mar-2024 contains a reportable device evaluation completed on 21-feb-2024. The follow-up report-1 submitted on 14-mar-2024 contains only a reportable device evaluation completion with an aware date of the regulatory report 2032227-2024-114485 as 21-feb-2024.

Event description:
Information received by medtronic indicated that the customer reports a low battery alarm or short battery life. Troubleshooting was not performed and no other information is available. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.